Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was verified. This report was attributed to an integrated circuit on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. No emerging trend based on similar reports